Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ileostoma closing, on third and fourth firing, the device grabbed the tissue but it did not staple or cut. Surgeon was able to press the green button and squeeze the handle. Device was not able to fire. Surgeon replaced the device to resolve the issue. No patient injury.